Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported the nurse noticed red liquid coming from the exit site whilst administering epirubicin. Immediately stopped - flushed 20mls. PICC removed ¿internal fracture at 36cm ¿ 3cm from exit site. Sact administered peripherally. Exit site monitored. Additional information june 29 sact is epirubicin. No patient harm, exit site clean no concern. No additional treatments needed. PICC line not replaced.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported the nurse noticed red liquid coming from the exit site whilst administering epirubicin. Immediately stopped - flushed 20mls. PICC removed ¿internal fracture at 36cm ¿ 3cm from exit site. Sact administered peripherally. Exit site monitored.